Event description:
The patient reported that his infusion device screen is only displaying a partial screen. He stated that his infusion device screen is showing the word stop with a dash and something that looks like a hook on the screen. The patient changed out the power pack, but the display stayed partial. The patient's blood glucose did elevate to 265 mg/dl. The patient reported symptoms of feeling funny and dizzy. The patient administered insulin injections to help bring his blood glucose down. The patient's normal blood glucose is 120 mg/dl. The patient switched to his back up infusion device. The patient's blood glucose returned to normal on his back up infusion device. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.